Event description:
It was reported that a spectrum pump failed the volume accuracy test during preventative maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
¿E.1. Initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported "failed volume accuracy" was reproduced as an over infusion. The device was tested at a flow rate of 40ml/hr for a volume to be infused (vtbi) of 20ml and a rate of 40ml/hr for a vtbi of 40ml. Both tests resulted in a flow rate accuracy error over 5% specification but within 10%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as an over-infusion. However, an over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.